Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix would not fully retract which caused it to hook in the superior vena cava when attempting to reposition. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/over stress. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant and was stretched. The analyst noted the full lead was returned with a 14-52 blue stylet in the lead and the helix partially extended. Accurate measurement is not possible due to the helix being bent. Helix extension/retraction could not be tested due to the helix being stretched and bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.